Event description:
The facility states while transporting a 400 pound resident, the bar that holds the sling allegedly bent and broke, causing the resident to be dropped. The consumer allegedly sustained a broken femur and shoulder injuries.

Manufacturer narrative:
During a transfer the caregiver alleges hanger bar bent resulting in the patient falling and may have obtained a serious injury. Current user guide covers proper maintenance and inspection methods prior to use. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as device overload, misuse, lack of maintenance or a transfer error has occurred that may have caused or contributed to this alleged incident. MDR filed based on alleged serious injury.